Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient was underwent for an unknown surgery. During the surgery, the screwdriver shaft was not retaining the screw and the tip of the shaft identified as being twisted and damaged. It was unknown when this damaged occurred. Also, it was unknown ID the surgery completed with or without delay. There were no patient consequences was reported. Concomitant device reported: unknown screw art# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) stardrive screwdriver shaft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Engineers assessment: I have assessed this instrument complaint. As is shown in the attached photographs the tightening end of this 03.130.010 screwdriver shaft 1.3/1.5 t4 self-hold is worn/burred and twisted. The lot I/d for this instrument is 9881571. After a visual inspection per guidance provided in windchill document #000277191. It is determined that the reusable instrument is worn from repeated use and service; therefore, further investigation for the reported complaint device is not required. During the investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market surveillance activities. This instrument will be disposed of. Device history lot part #: 03.130.010, synthes lot number: 9881571, manufacturing site: synthes monument , release to warehouse date: apr 07, 2016. An nc was generated during production for supplier cert as an inspection sheet cmm program rev does not match. This non-conformance is not relevant to the complaint condition, which is for the screwdriver shaft (03.130.010) which wasn't retaining screw - tip of shaft identified as being twisted and damaged. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description:- the screwdriver shaft (03.130.010) wasn't retaining screw - tip of shaft identified as being twisted and damaged. Not sure when this damage occurred. Used a second screw driver shaft in the set. It was unknown if the surgery completed successfully with or without delay. There was no patient consequence.